Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. It was also stated that the insulin pump received a motor position encoder error. The blood glucose reading was 107 mg/dl. The customer was advised to discontinue use of the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to plastic packaging bag cover the motor slide pad. Unable to verify e70 alarm due to motor error alarm. The insulin pump was received with cracked case at display window corner and minor scratched display window.